Event description:
It was reported that during unpacking, the device was not sealed. During unpacking of the apdl/10 flexima regular it was noted that the straight seal of the device was compromised. No patient complications were reported as there was no patient involved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for analysis. The manufacturing seal was not present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is due to manufacturing process. (B)(4).

Event description:
It was reported that during unpacking, the device was not sealed. During unpacking of the apdl/10 flexima regular it was noted that the straight seal of the device was compromised. No patient complications were reported as there was no patient involved.